Manufacturer narrative:
Additional information received, updates made to the following section: b5- event description problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the arm cart assembly (aca) incurred a non-recoverable error. The arm was unable to tele-operate due to this issue and the instrument tab turned grey. The instrument was removed as a broken instrument using the broken instrument procedure as it was inoperable. The arm was unplugged and re-plugged in. The arm was unable to be calibrated after this event. The procedure continued using the 5th arm to resolve the issue. There was a 30-minute delay due to this issue. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the arm cart assembly (aca) incurred a non-recoverable error. The arm was unable to tele-operate due to this issue and the instrument tab turned grey. The instrument was removed as a broken instrument and the arm was unplugged and re-plugged in. The arm was unable to be calibrated after this event. The procedure continued using the 5th arm to resolve the issue. There was a 30-minute delay due to this issue. There was no patient injury.

Manufacturer narrative:
Medtronic led an evaluation of the field service notes, associated device data and provided images for the reported arm cart assembly (aca) (sn: (B)(6). Evaluation of the field service notes indicates that the instrument drive unit (idu) was reseated. The idu was moved up and down and the error could not be replicated. The system was restored to functional use. Evaluation of the device log files and images identified occurrence of an error code which indicates an issue with a single joint on one of the arm cart assembly (aca). This error triggers a system recoverable safe-state transition which halts usage to prevent the opportunity for patient harm. Resolving this error requires the users to remove the erroring arm cart assembly (aca) from the bedside or attempt a restart of the aca to resolve the error. Use of the remaining acas which have not errored is possible. Evaluation of the arm cart assembly confirmed the reported condition. Connection issues between the idu and the joint interface are currently being addressed through process improvements, which are intended to mitigate future occurrence of this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the arm cart assembly (aca) incurred a non-recoverable error. The arm was unable to tele-operate due to this issue and the instrument tab turned grey. The instrument was removed as a broken instrument and the arm was unplugged and re-plugged in. The arm was unable to be calibrated after this event. The procedure continued using the 5th arm to resolve the issue. There was a 30-minute delay due to this issue. There was no patient injury.